Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient had a syncopal episode which led to him falling and cutting his head. The patient was seen in clinic and the pulse generator exhibited far--p wave signals in the right ventricular channel which led to pacing inhibition. The physician reprogramed the device and ordered a chest x-ray and elected to continue to monitor the patient. The right ventricular lead was a medtronic lead for which the model and serial are unknown. The patient underwent a lead replacement procedure on (B)(6) 2018 for unknown reasons and both the right atrial and right ventricular leads were removed and replaced. No patient symptoms or additional information was reported.